Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. Customer also states that the buttons were hard to push; it can be due to moisture damage. The blood glucose reading is 20 mmol/l. The insulin pump will be replaced. Nothing further reported.